Event description:
On (B)(6) 2012, the pt reported that he had concerns with his infusion set leaking. The pt uses the assistance of an insertion device. The problem occurred in (B)(6) 2012. The pt stated that it seemed as though the infusion sets began leaking after he bolused. After bolusing the infusion set would be wet. The pt did hear an audible click when connecting the infusion tubing to the headset. He stated that it appeared to be leaking at the cannula and not where the headset connected to the infusion tubing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded and therefore could not be requested to be returned for product eval.